Event description:
It was reported that the patient underwent a plif procedure on (B)(6) 2011 using rhbmp-2/acs. Two rolls of bmp were wrapped around autologous bone graft and placed into the disc space. The patient underwent an unspecified surgery on (B)(6) 2012. At an unknown time post-op, the patient experienced complications including dysphagia, nerve damage, and speaking issues.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a cervical fusion surgery using rhbmp-2/acs with a metal cage. The patient's post-operative period was marked by severe pain. Following the surgery, the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from severe injuries and damages, including bone overgrowth causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(4) 2011: patient presented with following pre-op diagnosis: relieve pressure on nerves, remove herniated or degenerative disc l3-4. Patient underwent the following procedure: posterior lumbar interbody fusion l3-4 and rhbmp-2/acs was used.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.